Event description:
It was reported that the customer had high blood glucose levels of 167 mg/dl. The customer reported having issues with the sensor glucose levels reading being different from the blood glucose levels reading. The customer reported a sensor glucose reading of about 31 mg/dl where the actual blood glucose level was about 167 mg/dl. The customer also reported several calibration errors from the insulin pump. The customer also reported that the insulin pump did not provide audible or vibrate alerts to the customer regarding the low sensor glucose levels. Troubleshooting was done. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.